Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the patient experienced ventricular tachycardia and shocks were unsuccessful. A possible electrical short was suspected. The right ventricular lead had low impedance. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.